Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the hospital used sst ii on the automatic assembly line of centrifuge, and the ion value was abnormally high. After tracing the samples, it was found that the separated gel did not separate the serum and blood cells after centrifugation. According to the sales on-site investigation, the storage temperature of the tube is normal, centrifugal force is 2793, 3500 rpm, and the temperature of the centrifuge is set at 10°. Affect qty: 4ea.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: the hospital used sst ii on the automatic assembly line of centrifuge, and the ion value was abnormally high. After tracing the samples, it was found that the separated gel did not separate the serum and blood cells after centrifugation. According to the sales on-site investigation, the storage temperature of the tube is normal, centrifugal force is 2793, 3500 rpm, and the temperature of the centrifuge is set at 10°. Affect qty: (B)(4) ea.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10